Event description:
Received a call from a patient who underwent a proximal biceps repair in 2009 in the (B)(6), using a single 2.9 bioraptor for fixation. He said after the procedure, when the bandages were removed his biceps looked cosmetically the same as before, i.e., not re-attached. He consulted with a few other surgeons to see if this was an appropriate method of re-attachment and was told usually an interference screw or some other method is more optimal. He asked whether a single anchor is suitable, or if the surgeon should have used more than one. I asked which hospital the surgery was done at but he would not say.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).